Manufacturer narrative:
Complaint conclusion: as reported, the plug of a 5f exoseal vascular closure device (vcd) was found fully inside the shaft after device removal. Then it was changed to manual compression. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The deployment button was fully depressed and flushed against the handle, and the exoseal vcd and 5f non-cordis vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. When the device was removed, the plug was found fully inside the shaft. The indicator wire could not be seen clearly when it was soaked in blood. A 5f non-cordis sheath was used. The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm. The puncture site had no visible calcium/plaque, no access vessel tortuosity, no stent near the puncture site, no vessel stenosis greater than 50% at or near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. A diagnostic cerebral angiography was performed with a retrograde approach to the femoral artery puncture with a 5f non-cordis sheath. An unknown guidewire and unknown catheter were used. The physician had achieved certification on the use of exoseal vcd. The patient's body mass index (bmi) was not greater than 40. One non-sterile vascular closure device 5f - us was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the unit was already inserted into a non-cordis csi (catheter sheath introducer), the deployment lever/button on the device was pressed, and the plug was not present on the delivery shaft, which was found with dry blood residues, with the indicator wire retracted. The indicator window was received on white/black/red position and the cowling guard was found locked. The delivery shaft presented a kinked/bent condition located approximately at 8.8 cm from the distal tip. No other anomalies were observed during the analysis. Dimensional analysis was performed on the delivery shaft of the unit. The inner and outer diameter were measured and compared. The measurements were taken near the damage found and at the distal tip of the component. The results were within specification. The functional test could not be performed successfully because the device was already deployed. The internal mechanism was inspected, and no anomalies or issues that could contribute to the device's inability to deploy were noted. The proximal edge of the lockout plate and the rotary link were inspected, and no signs of interaction were noted. The internal mechanism inspection was covered during the functional analysis. The reported event by the customer as ¿vascular closure device (vcd) - deployment difficulty - unable¿ was not confirmed since the device was already deployed. The condition of the device received does not match the event reported. The internal mechanism was inspected, the proximal edge of the lockout plate and the rotary link were inspected, and no signs of interaction were noted. Dimensional analysis of the delivery shaft¿s distal tip end inner diameter, and outer and inner diameter near the kink found confirmed that it was within specification. The kink/bent found may have contributed to the deployment issue reported. However, the exact cause of the damage found could not be determined. Procedural and/or handling factors might have contributed to the condition reported, as the device did not present any obvious indication of a manufacturing defect or anomaly that could contribute. The product analysis does not suggest that the reported failure is related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 5f exoseal vascular closure device (vcd) was found fully inside the shaft after device removal. Then it was changed to manual compression. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The deployment button was fully depressed and flushed against the handle, and the exoseal vcd and 5f non-cordis vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. When the device was removed, the plug was found fully inside the shaft. The indicator wire could not be seen clearly when it was soaked in blood. A 5f non-cordis sheath was used. The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm. The puncture site had no visible calcium/plaque, no access vessel tortuosity, no stent near the puncture site, no vessel stenosis greater than 50% at or near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. A diagnostic cerebral angiography was performed with a retrograde approach to the femoral artery puncture with a 5f non-cordis sheath. An unknown guidewire and unknown catheter were used. The physician had achieved certification on the use of exoseal vcd. The patient's body mass index (bmi) was not greater than 40. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the plug of a 5f exoseal vascular closure device (vcd) was found fully inside the shaft after device removal. Then it was changed to manual compression. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The deployment button was fully depressed and flushed against the handle, and the exoseal vcd and 5f non-cordis vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. When the device was removed, the plug was found fully inside the shaft. The indicator wire could not be seen clearly when it was soaked in blood. A 5f non-cordis sheath was used. The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm. The puncture site had no visible calcium/plaque, no access vessel tortuosity, no stent near the puncture site, no vessel stenosis greater than 50% at or near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. A diagnostic cerebral angiography was performed with a retrograde approach to the femoral artery puncture with a 5f non-cordis sheath. An unknown guidewire and unknown catheter were used. The physician had achieved certification on the use of exoseal vcd. The patient's body mass index (bmi) was not greater than 40. Additional information was requested but not provided. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿vascular closure device (vcd) deployment difficulty unable¿ could not be confirmed. Procedural, anatomical, and/or handling factors may have contributed to the reported event. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. No preventative or corrective actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.